Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with 590cc mentor memorygel breast implants experienced bilateral breast pain, rashes, and itching. The patient has a right rash that comes and goes and deep itch that is more pronounced in the left breast. Ultrasound was performed and showed nothing abnormal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-07629 for contralateral prosthesis report.